Manufacturer narrative:
Concomitant medical products: 4195-88, lead, implanted: (B)(6) 2008; 5076-52, implanted: (B)(6) 2008 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered due to non-sustained episodes and short v-v intervals on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had t-wave oversensing. Reprogramming was performed.